Event description:
It was reported that one year post implantation of a right total hip arthroplasty, the patient reported severe hip pain in the contralateral hip during a scheduled follow up for a clinical study. No additional information was available.

Manufacturer narrative:
(B)(4). D10: cat# 0101012366 lot# 3107862 cocr head, m, a¸ 36/0, taper 12/14. Cat# 29.00.39-100 lot# 3102799 cls stem 135deg 10.0 12/14. Cat# 20103606 lot# 65223950 g7 longevity neutral 36mm f. G2: foreign: country: sweden. Customer has indicated that the product remains implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product remains implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information received. It was reported by the surgeon that nothing was visible on any of the x-rays that could explain the pain. No intervention is planned at this time. The pain affects the contralateral hip, which does not have implants in place. No additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends